Manufacturer narrative:
Clarification to d6a. Implant date: (B)(6) 2021 was reported. Clarification to d6b. Explant date: 2023 was reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patiente reported "capsular contracture" and "it was completely flipped" "they weren't symmetrical at all" "they were crooked" "they were hard" this record relates to the right side. The device was explanted.